Event description:
Pt was admitted for laparoscopic burch procedure, a & p repair with posbiel rt ovarian cystectomy. The needle from endo suture broke while passing through coopers ligament requiring an open laparotomy to retrieve the needle pieces. (Which was done).